Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or white display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the screen was white it looks like something fell. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump keeps giving insulin flow block alarm, they ran a self-test and it passed. Customer ran a displacement test and it passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.